Event description:
The filter came in the box packaging but without sterilized packaging around the tray for the kit components. See pictures.

Manufacturer narrative:
According to the customer response, the sample was not available to be returned for evaluation, additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence this complaint could not be confirmed.

Manufacturer narrative:
Device is indicated as not available for return. Customer indicated that pictures are available but have not been received yet. A follow-up report will be sent once the pictures are received and reviewed.

Event description:
The filter came in the box packaging but without sterilized packaging around the tray for the kit components.